Event description:
A high readings issue was reported with the adc device. Customer received unspecified higher sensor scan results compared to unspecified readings obtained on a adc meter and experienced symptoms of dizziness and nausea. Customer was unable to self-treat and was provided a cola drink and cake as treatment by a non-healthcare provider. No further information was provided. There was no report of death or permanent impairment associated with this event. Sensor scan of 344 mg/dl were compared to 46 mg/dl respectively on the built- in meter, when plotted on a parkes error grid fell into the "d" zone, showing the difference in values to be clinically significant. It is unknown when these readings were obtained in relation to the reported adverse event.

Manufacturer narrative:
Additional information: section d6 (serial no) has been updated from unknown to (B)(6)based on the returned product. Section d4 (UDI), (device expiry date), & h4 (deivce mfg date) were updated based on the returned product download. Sensor (B)(6) was returned and investigated. Visual inspection was performed on the returned sensor patch, no issues were observed. Data was extracted using approved software and extraction was successful. The returned sensor was further investigated and de-cased. Visual inspection was performed on the unit printed circuit board assembly (pcba) no issue was observed. The returned battery voltage was measured to be within specification. Performed a source measure unit (smu) test to check that the returned sensor¿s electronics were functioning properly. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. No malfunction or product deficiency was identified. Therefore, this issue is not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The DHR for the libre sensor and sensor kit indicated by the serial number provided by the customer was reviewed. The dhrs showed the libre sensor and sensor kits passed all tests prior to release and there was no indication that the product did not meet specifications. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that freestyle libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for freestyle libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and freestyle libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The operating system is unknown so the g4 - PMA/510(k) number populated is for ios. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the adc device. Customer received unspecified higher sensor scan results compared to unspecified readings obtained on a adc meter and experienced symptoms of dizziness and nausea. Customer was unable to self-treat and was provided a cola drink and cake as treatment by a non-healthcare provider. No further information was provided. There was no report of death or permanent impairment associated with this event. Sensor scan of 344 mg/dl were compared to 46 mg/dl respectively on the built- in meter, when plotted on a parkes error grid fell into the "d" zone, showing the difference in values to be clinically significant. It is unknown when these readings were obtained in relation to the reported adverse event.